Event description:
It was reported that the ventilator while in use would not go into standby mode and the customer could not switch the unit to high flow therapy. The patient was removed from the ventilator and placed on a non-philips alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and was advised to go to the pneumatics screen and verified at zero flow and zero pressure that the avg air and o2 were at 0(avg air=0.1/ avg o2 reads 0.1) . The customer then attempted to put the unit in standby with the mask disconnected and the unit would not go into standby. The customer was then advised to disconnect the tubing from the v60 outlet and the unit went into standby. The customer was using the fisher paykel with the passover circuit (22mm/ 25mm) and passover humidifier. Technical support conferenced the customer with philips clinical specialist. Philips clinical specialist advised the customer to disconnect on the back of the unit right in front of the filter when going into standby. After doing this the issue was addressed.